Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. Pd therapy was continued during the treatment however, at the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.